Event description:
It was reported by the user: ¿during use of ventilator, suddenly the display disappeared (device failure alarm occurred a few minutes ago). Performed power on and off again (the device stopped about 1-2 minutes). However, device failure alarm occurred again, so replaced the device. Event log was recorded. The patient was breathing spontaneously. Setting value mode crap fio2 21% ps 6 peep 6 no health damage of the patient.¿

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported by the user: ¿during use of ventilator, suddenly the display disappeared (device failure alarm occurred a few minutes ago). Performed power on and off again (the device stopped about 1-2 minutes). However, device failure alarm occurred again, so replaced the device. Event log was recorded. The patient was breathing spontaneously. Setting value mode crap fio2 21% ps 6 peep 6 no health damage of the patient.¿

Manufacturer narrative:
The affected device was analyzed on-site by dräger service and the log file was secured for a detailed investigation. The log entries confirmed that the device detected an internal deviation and performed a single restart with the error code 99.0210 (deviation in an internal memory checksum) at 13:03 on the date of event. After the restart the device continued ventilation until it was stopped by the user at 13:06. Based on the log entries the root cause for the event was determined a disruption in the program run of the software as a single event. The deviation was solved after the restart of the device. Performing a restart (warm start) is an established approach to reach a well-defined and stable operation state of the ventilator after unexpected deviation by restarting internal software processes even without or before operator intervention. During the restart sequence which lasting approximately 12 seconds the device opens the pneumatic system to ambient to enable spontaneous breathing of the patient. The user will be alerted by means of a corresponding high-priority alarm. After completion of the restart the ventilation will be continued with the last valid settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.